Event description:
Account reports cardiazem drip (125cc bag) started on a pt at 2 am for atrial fibrillation at a rate of 5cc/hr. The rate was increased to 10cc/hr at 4am. The pump was left at this rate. At 8 pm, rn noted the bag was full. The pump was opened and the tubing was found to be crimped inside. The pump read it infused more than 300 cc. The pt was cardioverted to a normal sinus rhythm due to complaint of chest pain and 'bad color'. Pt recovered with no further treatment. Account indicates pump is available but is doing a 'root cause analysis' and have not determined if pump will be sent in for eval at this time.